Event description:
According to the information, there was a pump malfunction, tubing tear.

Manufacturer narrative:
According to the available informatin, this inflatable penile prosthesis was implanted in 2005, and removed in 2006, due to a malfunction. It was noted that the pump would not fill back up with fluid and insteand stayed decompressed. Additional information received from the sales rep present at surgery indicates that the tubing from the cylinder to the pump was damaged and leaking fluid. There was no fluid left in the reservoir. He also noted that the tubing broke off during explant. A pump and two cylinders were recieved for evaluation. Examination and testing of the returned components revealed rough and irregular surfaces on the non-serialized strain relief of the pump, indicating stress was exerted. While this in itself was a complete break and not a site of leakage, the information received form the sales representative who was present at the surgery indicated that this tube was the site of leakage and it became detached at explant. No functional abnormalites were noted with cylinder 1 or cylinder 2. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the non-serialized strain relief near the pump to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews modes of failure, such as this. Therefore, no additional action is required at this time.